Manufacturer narrative:
(B)(4). Batch n92m9m. The device was returned with the distal tip of the blade broken off and the broken tip was returned with the device. Metal contact was observed on the blade. The device was connected to the gen11/pi key to test functionality. The device did not pass functional testing. Dry body fluids were observed on the shaft. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic left inguinal hernia repair with nissen fundoplication procedure, the surgeon was doing the hernia repair first and used a few clips on a vessel but still had some bleeding, so the surgeon used the device to coagulate. The device made contact with a clip while activating and received an alert relax pressure and remove instrument. The prompts were following and the alert was cleared, then the surgeon activated on a vessel next to a clip again and the generator displayed an alert to remove the instrument. On the back table the scrub tech was wiping the device with a raytec and the blade broke off. The broken blade and the device were set aside and a device of the same product code was used to complete the procedure. Hemostasis was achieved with the complaint device before removing the device from the procedure. The volume of blood loss was not significant and no transfusion was needed. There were no adverse consequences for the patient.